Event description:
It was reported via repair work order that the brakes would not disengage as the brake cam assembly was misaligned due to a missing brake mounting bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.